Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with noise causing right ventricular oversensing. The patient did not receive therapy during the oversensing. The patient would continue to be monitored.

Event description:
New information received on (B)(6) 2019 noted that non-sustained right ventricular oversensing episodes were seen again. High amplitude of noise artifact was seen on the right ventricular lead which cannot be resolved with programming adjustment. Lead revision was discussed; however, the physician elected to continue with monitoring. The patient was stable.